Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. This is one of three reports (3007042319-2013-00364, 00411 and 00412) submitted for a device related to the same patient. Device remains implanted.

Event description:
Approximately eleven months after lvad implantation, the patient developed a fever and pain behind his ribs. He was told to continue with his antibiotics. At his next clinic visit, the patient had increased pain in his chest and in his abdomen, therefore he was electively re-admitted to the hospital. He was treated empirically with intravenous zosyn, daptomycin and oral oseltamivir. The patient¿s antibiotics were changed to intravenous nafcillin but this was later changed to cefazolin due to a high sodium load. Of note, the site reported that the patient¿s inr was unstable during this admission; though he had no episodes of bleeding. He was discharged home one week after his admission to hospital on chronic antibiotic suppression (doxycycline) with an inr of 1.8. The event was reported to be related to the heartware device by the study investigator.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00411 and 3007042319-2013-00412) submitted for a device related to the same patient. Device remains implanted.